Event description:
It was reported that this pacemaker was exhibiting oversensing which cause short atrial tachy response (atr) mode switches on the right atrial lead. Pacemaker mediated tachycardia (pmt) was present. The device remains in service. No adverse patient effects were reported.